Manufacturer narrative:
H6: code 400(other): firing mechanism damagedh4: information unavailable.

Event description:
The device was used for the laparoscopic assisted vaginal hysterectomy. It was reported by the rep, the ez35b fired correctly the 1st time, when loaded for the 1st time and fired only a few staples were discharged. The product would not fully activate. Removed a case and a new ez35b was opened and used without further problems. There was no consequence to the pt.